Manufacturer narrative:
Technician lubricated the plunger on the siderail to latch to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged the siderail was not locking in place or latching.